Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: it was reported that the clips do not close on the pliers at the time of the output. Clips blocked. Difficulty in loading the pliers".